Event description:
Customer's mother reported customer's insulin pump alarmed failed battery test and has a blank display. Customer's blood glucose was unknown. The battery compartment and contacts are not damaged or corroded. Customer uses energizer batteries. The device was not bumped or exposed to moisture. Customer inserted a new battery and the display returned. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).